Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. Upon opening the package of a taxus express2 2.50x12mm, it was noted that the stent struts were lifted. The procedure was completed with a different device.